Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01581. The patient received his scs system, including two percutaneous leads, on (B)(6) 2009 for low back pain. It was reported that the patient feels overstimulation in the ribs only when stimulation is initially turned on. The patient reported feeling effective stimulation in the low back, and the amplitude can be turned up high without feeling the rib overstimulation. Diagnostic tests exhibited low impedance readings on several lead contacts. Follow up on the patient found that x-rays revealed migration of the leads. The physician plans to perform a lead revision procedure; however, the surgery date is currently undetermined. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.